Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was around 300mg/dl at the time of the incident. The customer was advised to disconnect and was assisted in performed fixed prime. The customer stated that insulin exited. The customer also stated that they were able to bolus successfully after a set change. The product will not be returned for analysis.